Event description:
During barium enema procedure, pt's right and left index fingers became caught in x-ray table resulting in amputation of tip of right index finger and abrasion of left index finger.